Event description:
According to the available information, the device was explanted and replaced due to a break in the white tubing.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. A group of partial separations, surrounded by abrasion, were noted on the shorter exhaust tube of the pump. These were not sites of leakage. No functional abnormalities were noted with the pump. Abrasion was noted on both exhaust tubes of the cylinders. A separation, surrounded by abrasion, was noted on the exhaust tubing of cylinder 1. This is a site of leakage. See attached photo. A separation was noted on the bladder of cylinder 2. This is a site of leakage. The separation had surfaces with a darkened or melted appearance, indicating contact with a cauterizing tool. A separation was noted on the inlet tubing of the reservoir. This is a site of leakage. The separation has a smooth, straight edge, indicating contact with sharp instrumentation based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the exhaust tubing of cylinder 2. A separation of this type could then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in the bladder of cylinder 2 and the inlet tubing of the reservoir occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or after explant. These separations are not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, the device was explanted and replaced due to a break in the white tubing.